Event description:
Incident report: burn following limelight procedure source: clinic in japan. Patient information: adult female. Burn dimensions: 3 cm x 1 cm. Burn care: information not provided. Burn outcome: burn healed by epidermal regeneration resulting in a depressed scar (3 cm x 1 cm). Affected area: face. Procedure: limelight. Indication for treatment: not provided. Patient age: not specified. Procedure date: not specified. The clinic reported an adverse event in which the patient experienced a burn on the face after undergoing a limelight procedure. Further details regarding the indication for treatment, patient age, and procedure date were not provided by the clinic. There is not a device performance complaint associated with the clinical case. The patient underwent a series of 90 energy pulses directed at the facial area. A burn occurred following a single pulse, resulting in a burn shaped like the cooling/treatment window. This suggests that the operator momentarily lost contact between the skin and the cooling/treatment window during energy delivery. Such loss of contact compromises effective cooling of the underlying tissue during energy administration.